Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record for the lot reported was reviewed for compliance and no issues were observed. The product was manufactured, tested, and released in compliance with our procedures. The doctor decided to test the two valves for closing pressure prior to implantation, which is not listed as a procedure in the IFU. The doctor implanted the two valves and tie each valve with a vicryl suture to avoid post op complications for the patients.

Event description:
Dr. (B)(6) implanted a valve in (B)(6) 2019 and was found defective. The agv was tested before implantation and tied it off with a vicryl suture to avoid any post op complications for their patients.